Event description:
It was reported that during a prostate procedure, the first fiber "kept failing going to standby due to filberlife warning. Tip looked black." The fiber tip (cap) was not cleaning during the procedure. The fiber was exchanged. It was reported that the second fiber "kept failing and then tip fell off." The fiber tip (cap) was cleaned during the procedure. The procedure was completed using a third fiber. Patient outcome "no injury" reported. This report is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and not returned; the glass cap exhibits severe devitrification at the output window; the outer flow tubing open end exhibits minor scratch marks; fiber ID label missing. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.